Event description:
It was reported that this pulse generator had reached end-of-life after five years of implant time. The device was beeping. Technical services advised how to keep the device from beeping. The patient's condition has improved so the doctor has elected not to replace the device. There were no adverse patient effects.